Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported two socket wrench devices were not working properly. One wrench had its wrench teeth worn completely through from use and the second saws handle broke during a simple operation. The patient was not affected. No patient harm. The operation was extended by 20-30 minutes. This report is for the wrench with the worn teeth. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.